Event description:
It was reported that the patient stimulation was intermittent. She was rear ended and since then feels her stimulation has been turning on and off by itself. She knows this based off what she was feeling. She did not verify this with her programmer. She ended up "fixing the issue" with her programmer and it had stopped. Patient inquired if she should be concerned. She states nothing had changed with her symptoms. It was later reported by the healthcare provider that there was a fifty percent or greater symptom reduction. She was in a car accident. The neurostimulator was not having problems and was still working. Stimulation was felt in vaginal labia. The healthcare provider checked the impedance and lead three measured greater than 4000 ohms. She does not have settings on lead three. Reassurance that the neurostimulator was still working. The event cause was determined and not device related. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va0pweg, implanted: (B)(6) 2015, product type lead; product ID 3093-28, lot# va0pweg, implanted: (B)(6) 2015, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).